Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported info.

Event description:
The integra sales rep reported the following incident on behalf of the user facility. The incident occurred during an epilepsy case. The physician opened the product and noticed a hair sized shart of metal off the contact at the point where the electrode is inserted into the brain. The product did not come into contact with the pt. Another depth electrode was used and worked fine.